Event description:
A complaint was received that elite system is providing erratic results. They stated that they would get a reading of "lo" (less than 20 mg/dl) followed immediately by a "hi" (greater than 600mg/dl). They compared these results to competitive meter and the result was 120 mg/dl. All test results were approximately five minutes apart. The difference between a "lo and hi" if acted upon could have resulted in a serious clinical situation. It was learned that the customer was using excel off brand reagent. It was explained to the customer that bayer does not provide or support the use of any off brand reagent. Electronic checks were conducted and were satisfactory.